Event description:
Information received from the field does not address the patient's clinical status but notes that ECG strips from a transtelephonic check showed intermittent loss of atrial sensing.